Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc global leaked beyond the blood control valve. The following information was provided by the initial reporter: we have had another faulty valve again with a 20 g. The only complication was the blood. No harm done to technologist or patient.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a faulty valve could not be confirmed from the 20ga insyte autoguard bc units that were received from lot: 4282459. The needles were received fully retracted within the safety shield. The IV catheters had been connected to extension sets, which pushed the actuator through the blood control valve. A functional test revealed no leaks in the IV catheters. Although the returned samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.